Manufacturer narrative:
This report was updated to include the information provided on the voluntary medwatch report mw5111660. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the physician, while pushing the valve through the sheath, noticed difficulties in the push force, and all of the sudden a "give" was felt. The patient's blood pressure dropped. The team panned down on the fluoro and noticed that the valve exited the esheath through the seam and was at a 90-degree bend outside of the esheath, causing a distal aortic perforation. This perforation was treated with a coda balloon on the right side to occlude the distal aorta. At this moment advanced cardiovascular life support (acls) protocol for hypotension started. The patient also had a prolonged resuscitation and had a rhythm disturbance, including ventricular fibrillation. At this point, a vascular surgeon was called for additional assistance. It was decided to pull the valve back so that it would straighten out and pull the whole delivery system, valve, and sheath out as one unit. While attempts were made trying to perform this manipulation, the commander delivery system came out, but the valve remained in place in the distal aorta. A new commander delivery system was put through the valve and pushed into the distal abdominal aorta and deployed the valve in place. The coda balloon was occluding the aorta the entire time to maintain any chance of stable pressures. The vascular surgeon came in and deployed an endograft cuff through the valve to cover the perforation. This was successful but there was noted another area of extravasation. Throughout the entire process the patient's heart contractility was very low estimated to be at less than 5%. There were discussions about putting the patient on bypass, but the likelihood of patient's recovery was low. Upon discussion with the patient's family, it was decided that the patient would not want to be kept alive by heroic measures. The patient's death was called. There was mild to moderate calcium throughout the iliac. It was noted that calcium in the in iliac likely caused the seam to tear while advancing the esheath. The safari wire that was parked in the left ventricle was buckling and kept coming back in the ventricle, so most likely the wire had exited the sheath and the valve and delivery system took the same course upon advancement. The perceived root cause for the patient's death was due to aortic perforation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image evaluation was performed on imagery provide and the following was observed: calcification present in patient's access vessel. Tortuosity present in patient's access vessel. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history records, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of information for use (IFU)/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, "it was decided to pull the valve back so that it would straighten out and pull the whole delivery system, valve, and sheath out as one unit. While attempts were made trying to perform this manipulation, the commander delivery system came out, but the valve remained in place in the distal aorta." Furthermore, "there was mild to moderate calcium throughout the iliac. It was noted that calcium in the in iliac likely caused the seam to tear while advancing the esheath. The safari wire that was parked in the left ventricle was buckling and kept coming back in the ventricle, so most likely the wire had exited the sheath and the valve and delivery system took the same course upon advancement." Tortuosity and calcium were present in the access vessel, which can create a strained condition and contribute non-coaxial withdrawal angles between the sheath and crimped valve. It is possible that the crimped valve caught on the torn liner or sheath shaft upon an attempt withdraw the exposed valve back into the sheath and therefore led to the withdrawal difficulty reported. This interaction, in addition to excessive device manipulation to counter the withdrawal difficulty, may have resulted in the valve dislodging from the balloon. Without applicable procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity) and/or procedural factors (withdrawal of crimped valve, excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment is required at this time.